Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused traced to component failure (watertight integrity may have been compromised due to contact with sharp external objects, such as falling, impact, or being pinched, resulting in significant external stress)(burn: the treatment tool was welded to the tip of the scope during the procedure, likely causing the burn). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burnt plastic distal end cover and peeled adhesive around objective lens. There was no patient involvement.